Event description:
It was reported that the patient experienced stimulation on a non targeted area due to lead migration which was confirmed through imaging. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2024 prior to the date the manufacturer became aware. Block d6b: explant date: 2024.